Event description:
It was reported that the subject device displayed an e315 error. The issue occurred during setup and inspection for use, before patient in the room. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: serious liquid ingress at scope connector, liquid ingress at control body. A definitive root cause could not be identified. Based on the results of the investigation: a definitive root cause could not be identified for the image error e315. A definitive root cause could not be identified for the serious liquid ingress at scope connector. A definitive root cause could not be identified for the liquid ingress at control body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.